Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the reported events by telephone and in writing but with no result.

Event description:
Olympus received a legal document on may 25, 2016 which claims was exposed to a contaminated scope while undergoing multiple procedures in (B)(6) 2014 and developed unspecified drug resistant bacterial infection. Additionally, it was reported that the facility utilizes a custom ultrasonics automatic endoscope reprocessor.